Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Reportedly post procedure, just before the suture of the first proglide device used in 10 o'clock position was cut, using the one-hand technique, the suture was pulled and it came out of the artery including the knot with tissue. Hemostasis was almost achieved with the proglide in 2 o'clock position; however, manual compression was used for several seconds to complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Additional analysis: the reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.